Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the connections between the power inlet module and the main ac voltage circuit card in the arctic sun device showed signs of electrical overstress. Per sample evaluation results received on (B)(6) 2022, it was reported that the double bend tube and chiller evaporator outlet tube deformed and expanded. It was noted that the double bend tube and chiller evaporator outlet tube had been replaced.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the connections between the power inlet module and the main ac voltage circuit card in the arctic sun device showed signs of electrical overstress. Per sample evaluation results received on 17nov2022, it was reported that the double bend tube and chiller evaporator outlet tube deformed and expanded. It was noted that the double bend tube and chiller evaporator outlet tube had been replaced.